Manufacturer narrative:
Inspection of the device found damage to the ID tube. The tip was filed/shortened and sharp. The od tube was also nicked. The applicator was missing a lock screw and the tongs were misaligned. This is a reusable device. This type of damage has been attributed to normal wear which can be caused by disassembly and cleaning at the hosp's central processing facilities.

Event description:
During a tubal ligation procedure, the surgeon reported that the falope-ring band applicator was cutting the tubes. The surgeon was able to fire off the ring before any dangerous bleeding to the pt occurred. The procedure was completed with no further incidents.